Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through the event history log. Further eval found the motor to be intermittently seizing which can contribute to system error 105. The failed motor assembly was replaced.